Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-054 call service alarm occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/13/2014 with the following findings: cs-054 call service alarms, which can be indicative of the event type reported, were observed in the history and black box data. The pump was exercised for 24 hours, during which no cs-054 call service alarms were observed: the reported event was not duplicated. The pump case was removed, and no internal damage or defect was found. Unrelated to the reported event, the battery compartment was observed to be cracked in two places; however, no evidence of moisture ingress was observed during the investigation.